Manufacturer narrative:
H.6. Investigation: one photo of a filter was received and analyzed by our quality team. The photo provided by customer shows evidence of leakage and the complaint has been verified. Without a physical sample for investigation, the root cause cannot be determined. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material #: 11532269, batch/ lot #: unknown. I would like to report a complaint regarding product: bd alaris pump infusion set 0.2 micron filter, ref #11532269. Unsure of lot #. There was no patient impact noted. The issue happened when the line was being primed. Leaking occurred at the filter. Rn went to hang taxol and circle prime as per protocol. Tubing began leaking taxol from filter. Tubing removed. Taxol given back to pharmacy to make new batch.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material #: 11532269. Batch/ lot #: unknown. I would like to report a complaint regarding product: bd alaris pump infusion set 0.2 micron filter, ref # (B)(4). Unsure of lot #. There was no patient impact noted. The issue happened when the line was being primed. Leaking occurred at the filter. Rn went to hang taxol and circle prime as per protocol. Tubing began leaking taxol from filter. Tubing removed. Taxol given back to pharmacy to make new batch.